Event description:
Customer reported that she was trying to switch from fill tubing to fill cannula and the buttons were not responding. Customer reported that she experienced unexplained high and low blood glucose. Customer stated that she does not think was caused by the insulin pump but because she is a brittle diabetic. Blood glucose value is 134 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response, due to moisture damage on keypad traces. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. Insulin pump received with cracked battery tube threads, reservoir tube lip and minor scratches on display window.